Manufacturer narrative:
Combination product: yes. 02-oct-2025 this lead was successfully repositioned after dislodgement. Lead remains implanted. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead dislodged when pt was instructed by perinatal dialysis provider to stretch back in her bed. This resulted in rv sensing less than half from implant 8.5mv to 3.3mv. Imp drop 540ohm to 383ohm and atrial sensing less than .2mv from 2.7mv. Lead currently remains implanted. Should additional information be received this file will be updated.